Manufacturer narrative:
The device is a combination product. Added date on device manufacture date field. Device evaluated by MFR.: promus element plus,mr,ous 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with stent struts lifted, overlapping and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified middle and distal right coronary artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. Tthe device was removed from the patient's body. It was noted that the tip of the stent was lifted up. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified middle and distal right coronary artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed from the patient's body. It was noted that the tip of the stent was lifted up. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.